Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump head. The device was evaluated upon receipt. The device would not cool. Serviced mixing pump head. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inlet pressure (ip) was sporadic due to an air leak. The arctic sun device would not cool.

Event description:
It was reported that the inlet pressure (ip) was sporadic due to an air leak. The arctic sun device would not cool.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.